Event description:
It was reported that an 840 ventilator's compressor was inoperable. There was no patient involvement at the time of the reported incident. The field service engineer (fse) inspected the device and identified that the power supply needed to be replaced. The fse replaced the power supply to correct the reported issue. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Product analysis: a power supply was returned to covidien/ medtronic¿s product analysis. A visual inspection of the component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and there was no response from the unit on alternate current ac power, the unit did power up and operate from the bps (backup battery supply). An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component in the power supply. If information is provided in the future, a supplemental report will be issued.